Event description:
Preoperatively, a central line was introduced into the patient's superior vena cava 6/16/92 for pre and postoperative nutritional support. Prior to surgery on 6/1/92, the patient developed shock and classical findings of a cardiac tamponade. Aspiration and windowing of the peridardial sac evacuated substantial milky fluid identified as the central line infusate. Additionally, the right chest tube was placed to remove the simultaneous development of similar pleural fluid. Despite these efforts, the patient did not recover blood pressure or consciousness. Preliminary autopsy report of 7/1/92 confirmed a catheter erosion of the left innominate vein into the pericardium with evidence of infusate in the pericardial sac. Additionally, the patient showed evidence of significant coronary artery disease with subendocardial ischemia unquestionably contributing to the patient's demisedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, unanticipated short term complication of procedure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was destroyed/disposed of.